Manufacturer narrative:
A. Patient information: no patient was involved; therefore, this section has been left blank. Device status. The automated impella controller (aic) was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an automated impella controller (aic) experienced an error ¿system check failed, change console immediately¿ after start up. The aic was being used for in-service training and was not being used with a patient at the time of the event.

Manufacturer narrative:
H6 medical device problem code a1102 was erroneously entered on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation was completed. The root cause of the ¿system self check failure¿ on ic8088 was due to a power management circuit board component failure.